Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was originally implanted with an ovation main body and two (2) iliac limbs on (B)(6) 2015 by dr. (B)(6) at (B)(6) university med center. Dr. (B)(6) contacted endologix on (B)(6) 2018 to report that a type 1a endoleak per aortogram has developed for this patient whom is asymptomatic. The patient was discovered to have an expanding aneurysm, which was believed to be from a type 2 endoleak, both diagnosed by CT scan. The patient was treated for a type 2 on (B)(6) 2018 by having the sac packed with coils and onyx glue via a transcaval approach. When dr. Loh did a run to assess the effectiveness of the embolization by injecting dye into the sac thru the transcaval catheter, a jet of dye was seen traveling retrograde up the aorta past and above the sealing rings, demonstrating a type 1a endoleak. The physician theorizes the type 2 endoleak that he observed caused sac enlargement , which in turn caused the neck to dilate and create a type 1a. The patient is due back for a follow-up CT scan and pending the results may have further treatment. The patient is currently doing well.

Manufacturer narrative:
Correction: (B)(4). Additional information: (B)(4).

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported events: type ia endoleak (observed intraoperative during transcaval procedure), multiple type ii endoleak, and sac growth. Device, user, procedure or anatomy relatedness of this complaint could not be determined based on the information shared with endologix to review. The procedure related harms identified were multiple type ii. The final patient status was reported to be doing well and on surveillance. The manufacturing lot review confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. Additional information: (B)(4). Correction: (B)(4).